Event description:
It was reported that one screw on the glenoid was broken.

Manufacturer narrative:
Information was received from foreign source who is not required to complete form 3500 a. This report will be amended when our investigation is complete. (B)(6).